Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: exact date not provided, best estimate is (B)(6) 2018. Serial#: unknown/not provided catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: UDI # is unknown as product serial number was not provided. If implanted; give date: only month and year provided, (B)(6) 2018. If explanted; give date: not applicable, lens remains implanted. (B)(6). PMA/510(k) #: this report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that pcb00v lenses were implanted in both eyes of a patient in (B)(6) 2018. The lens was perfectly centered (laser cataract surgery) and the visual acuity with both eyes was / is 1.25, astigmatism was at 0.25, so very good results. Almost right after the implantation the patient was complaining about light phenomena (halos in the form of arcs) that seem to come from the side and which are extremely disturbing, especially when driving at night, and she finds driving too dangerous. Eye drops were prescribed for the patient by a different surgeon which make the pupils smaller and improve the situation. They recommend a lens exchange which the primary surgeon rejects, the lens remains implanted. No additional information was provided. This report is for the right eye. A separate MDR report will be submitted for the left eye.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.